Event description:
It was reported that "the clip was loaded in a closed(latched) condition, preventing proper engagement." No report of patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the feeder could not be identified in the box of the channel prior to testing. The clip retention tab was deformed indicating there is clip stacking. The device was returned without a clip in the box. There was biological material observed on the device. Additionally, there was a sink mark located next to safety pin hole. R & d concluded that the probable root cause of the sink mark is due to under packing during the injection molding process. Several actions were taken to address this issue as part of a non-conformance which was closed on (B)(6) 2025. The sample was manufactured prior to these actions on (B)(6) 2024. The sink mark was determined to not be related to the main failure as the trigger ears were observed to be intact during disassembly. R & d was consulted to conduct the functional inspection. Upon functional testing, the two remaining clips misloaded. The device was disassembled. The end of the feeder was bent. The main failure was determined to be the clip misloads demonstrated during functional testing. The observed sink mark was not associated with the clip misloads as the trigger ears were observed to be intact. There were no other functional issues observed with the internal components. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. R & d concluded that there were no clear indications of a manufacturing defect or user error responsible for the issue; therefore, the probable root cause could not be determined. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the clip was loaded in a closed(latched) condition, preventing proper engagement." No report of patient harm or injury.